Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced shocking sensation and severe pain in the left side of chest. Boston scientific technical services consultant (ts) referred the patient to the clinic for evaluation. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.